Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was used in patient and patient's oxygen saturation decreased briefly. Intervention was done and additional support was given. It was reported that upon extubation, the balloon on the device was malformed.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed using a syringe 25cc of air was applied to the cuff and it was observed the cuff presents two lumps, which would have been detected during the 100% inflation/ deflation test since that defect is extremely obvious. The failure mode could not be confirmed as related with the manufacturing process. The IFU states; do not overinflate cuff. Ordinarily, the cuff pressure should not exceed 25 cm h20. Over-inflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. If information is provided in the future, a supplemental report will be issued.